Event description:
It was reported that in one Cleo infusion set the plastic piece came off the adhesive. Patient stated due to this the glucose level raised. The operator of the device was patient. There were patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional information becomes available.